Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced both high and low blood glucose. The customer had a high blood glucose of 400 mg/dl as well as a low blood glucose of 57 mg/dl. They also had experienced a low blood glucose in 40 mg/dl. Their current blood glucose level was 142 mg/dl. The customer was treated with food for low blood glucose levels. They would treat with shot and bolus for high blood glucose. It was reported that the pump was not working when the customer woke up in the morning. The customer does not alleged pump was over delivering. Troubleshooting was performed. The insulin pump passed the basic occlusion test. The device was working as designed. The insulin pump will not be returned for analysis.